Event description:
New information received indicates that the capped lead was bouncing around and causing sensing abnormalities. The lead was explanted. The patient was in good condition post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lv lead was capped due and replaced to dislodgement. Previously, no lv capture and lead dislodgement were noted in clinic. The patient did not experience any symptoms. The patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported events were for lead dislodgment, no capture, and lead fracture. As received, only the distal potion on the lead measuring 40.00 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.